Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. Re-implantation is considered but a date for explantation has not been made available so far.

Event description:
No trauma, swelling or inflammation is known. Re-implantation considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No trauma, swelling or inflammation is known. Re-implantation considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition, the most basal two channels were disabled whilst implanted for undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
A device malfunction is suspected. No trauma, swelling or inflammation is known. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
The recipient's hearing performance is affected. No trauma, swelling or inflammation is known. The user has been re-implanted. The device has been requested but not yet received.